Event description:
It was reported that the day after implant, the device exhibited no pacing or capture on the ventricular lead, as well as high impedance. The lead connection was tested, and appeared to be snug in the header. The lead was also tested via analyzer, and tested normal. The device was reconnected, and continued to exhibit the same issues. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. The solder joint exhibited an elect discontinuity/open. The no ventricular output condition was due to a fractured pin (p1) on jumper (p3).